Event description:
An optometrist reported a case of corneal haze, observed in the patient's right eye 2 weeks post lasik. The reporter indicated a steroid drop was started on a taper schedule. The patient noted hazy/foggy vision. Upon follow up, the reporter indicated the corneal haze had resolved and the vision improved. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).